Manufacturer narrative:
The leak occurred on an unknown date "either" (B)(6) 2021". On (B)(6) 2021, the patient was diagnosed with peritonitis. The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a connection issue with a titanium adapter which resulted in peritonitis. It was reported the titanium adapter came apart from the transfer set while the patient was sleeping, and the patient woke up to find that their bed was ¿soaking wet¿. The cause of the event was unknown. The patient presented to the pd clinic with abdominal pain and was subsequently diagnosed with peritonitis. The patient was treated with unspecified antibiotics for the peritonitis event. The transfer set was changed. At the time of this report, the patient outcome was not reported; however, it was reported the patient "still has pain symptoms". Pd therapy was ongoing with manual exchanges. No additional information is available.